Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p4m0938); sigpshell, sig power sigpshell control shell, (lot# unknown); sigadaptshort, sig power sigadaptshort lin short adapt, (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an ascending colectomy, while on the ascending colon, after firing, the user was unable to remove the jaw from the tissue. Additional resection was performed, and additional sutures were performed with a stapler to resolve the issue.